Event description:
Customer reportedly obtained a result of 486mg/dl on the advantage system and took an unspecified amount of an unk insulin based on the result. One hour later, the customer was found unresponsive and taken to the hospital where he was tested upon arrival on a professional device with a result of 16 mg/dl. Customer was treated with a glucose injection. Requested return of suspect device, however, strips are unavailable for return.